Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site, (abdomen). The patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device was received deployed. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The downloaded data returned an 0x18 alarm, indicating that the reservoir is empty. It was observed during investigation that the plunger ran to 0% filled. The download data showed timeouts, but no drive stalls. The timeouts were caused by the plunger reaching the reservoir. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The needle mechanism was inspected, however no issues were observed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. No other damages or deficiencies were observed during the investigation.